Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned, tilted within and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter tilt and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned, titled within and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of pulmonary embolism. The filter was deployed in the infrarenal region of the inferior vena cava. The patient tolerated the procedure well. The filter subsequently malfunctioned, titled within and perforated the ivc wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. Per the patient profile form (ppf), the patient experienced stress, anxiety, numbness in hands, and multiple types pf pain described as lower back pain, hip pain, pain in abdomen, sticking sensation and searing sensation. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, pain and numbness do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient had placement of trapease inferior vena cava filter. Per the medical records, history includes pulmonary embolism. The filter was deployed in the infrarenal region of the inferior vena cava. The patient tolerated the procedure well. The filter subsequently malfunctioned, titled within and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. A CT scan, approximately fifteen years post implant, was re-evaluated. The superior end of the filter was at the l2-l3 interspace. The ivc filter was tilted medially at the superior end, it does not contact the ivc wall. The ivc filter was tilted anteriorly at the inferior end and it contacts the ivc wall. All the struts perforate the ivc up to 5 mm. One (1) anterior strut perforates the ivc wall 4 mm and contacts the superior mesenteric vein. Two (2) medial struts perforate the ivc wall 4 mm and 5 mm and reside within the soft tissues. One (1) posterior strut perforates the ivc wall 5 mm and contacts the l3-l4 disc. One (1) lateral strut perforates the ivc wall 5 mm and resides within the soft tissues. One (1) lateral strut perforates the ivc wall 5 mm and contacts the superior mesenteric vein. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the inferior vena cava (ivc) and tilting of the filter. The patient also reported that their lower back, lumbar spine and right side feel like pins are being stuck up and down my spine. The patient also feels like they have double heartbeats, right side numbness and has a hernia in their lower abdomen. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety, numbness and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the filter was deployed via the patient's right internal jugular vein. Computed tomography (CT) scans done approximately fifteen years after the index procedure were re-evaluated seventeen years and eight months after the index procedure. The superior end of the filter was at the l2-l3 interspace. The ivc filter was tilted medially at the superior end, it does not contact the ivc wall. The ivc filter was tilted anteriorly at the inferior end and it contacts the ivc wall. All the struts perforate the ivc up to 5 mm. One (1) anterior strut perforates the ivc wall 4 mm and contacts the superior mesenteric vein. Two (2) medial struts perforate the ivc wall 4 mm and 5 mm and reside within the soft tissues. One (1) posterior strut perforates the ivc wall 5 mm and contacts the l3-l4 disc. One (1) lateral strut perforates the ivc wall 5 mm and resides within the soft tissues. One (1) lateral strut perforates the ivc wall 5 mm and contacts the superior mesenteric vein.   Additional information received per an amended patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc) and tilting of the filter. The patient became aware of the reported events seventeen years and eight months after the index procedure. The patient reported that their lower back, lumbar spine and right side feel like pins are being stuck up and down my spine. The patient also feels like they have double heartbeats, right side numbness and has a hernia in their lower abdomen.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of pulmonary embolism. The filter was deployed in the infrarenal region of the inferior vena cava. The patient tolerated the procedure well. According to the patient profile form (ppf) the patient experienced stress, anxiety, numbness in hands, and multiple types pf pain described as lower back pain, hip pain, pain in abdomen, sticking sensation and searing sensation. Additional information is pending and will be submitted within 30 days of receipt.